Event description:
Patient presented to ed on (B)(6) 2025 with abdominal pain and nausea. Admitted for acute cholecystitis; plan was IV antibiotics and surgery on (B)(6) 2025. During surgery, gallbladder removal was abandoned; a drain was placed instead. During suturing the gallbladder around the drain, the suture (v-loc) detached from its needle/broke. Needle could not be found despite exploration with camera and imaging; surgeon concluded intra-abdominal search exhausted. Post-op imaging - CT scan on (B)(6) confirmed needle in muscular layers of abdominal wall. No intervention planned; patient discharged on (B)(6) with follow-up. Add'l comments: surgical rep.